Manufacturer narrative:
Returned device analysis did not confirm the reported difficult gripper actuation issue. The reported failure to grasp the leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the gripper actuation issue and failure to grasp the grasping could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve; however, the clip could not fully grasp both leaflets. Multiple grasping attempts were made, but failed. Therefore, the cds was removed with the clip attached. The clip was tested outside the patient and one gripper arm was observed not fully lowering. The procedure continued with a new cds. Three clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.